Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was unable to connect the wireless mouse and the transceiver on the mobile viewing station (mvs) was not working. There was no patient involvement. System checkout showed that the system was working as expected and the site was trained on pairing a new remote.